Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using and charging the ipg due to experiencing ineffective stimulation (reference MFR. Report# 1627487-2016-05991 and reference MFR. Report# 1627487-2016-05992). The scs system will be explanted at a later as per the patient¿s request.